Event description:
Information was received indicating that the cadd legacy plus pump caused under delivery. A total of 153.55 total was given but 96.7 was left over. There were no adverse events reported.